Event description:
It was reported that a hospital facility received a locking bolt measuring device. When the package was opened on (B)(6) 2103, the ball bearing fell out of the device. There was no patient or case involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. The instrument was checked functionally one hundred percent at manufacture and passed. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.